Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623462) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: (B)(6) from (B)(6) 2006 to (B)(6) 2006. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since (B)(6) 2007 for heavy periods as well as diazepam (valium) since (B)(6) 2007 and ketorolac tromethamine (toradol) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ abdominal area"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage and vaginal discharge had resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623462) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: yasmin from 30-mar-2006 to june 2006. Concomitant products included ethinylestradiol;levonorgestrel (loseasonique) since april 2007 for heavy periods as well as diazepam (valium) since april 2007 and ketorolac tromethamine (toradol) since april 2007. In april 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/ abdominal area"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage and vaginal discharge had resolved and the migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic pain ,abdominal pain , menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Essure model changed essure (ess305) to essure (ess205) . Lot number was added. New events abnormal bleeding (vaginal), headaches, vaginal discharge was added. Lab data was updated. Concomitant drugs, reporter information, patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding b/w periods)") and migraine ("migraine"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and metrorrhagia had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain , menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping). New events: pelvic pain, abdominal pain , menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), migraine were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.